Manufacturer narrative:
On 16 june 2017 the medical affairs performed a clinical evaluation and commented as follows: few months after partial arthroplasty in a young patient the bipolar head was replaced because of pain. The primary diagnosis is not known; the choice of a bipolar head in a (B)(6) year old patient is extremely unusual. The acetabula of the patient look arthritic and therefore the choice is not immediately understandable; there may have been other medical conditions not reported to us. No reason to suspect that a faulty device originated the problem. Batch reviews performed on 20 june 2017. Lot 163204: (B)(4) items manufactured and released on 26 july 2016. Expiration date: 2021-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Bipolar head ø28x46, code 25060.2846, lot. 157153 (k091967) (B)(4) items manufactured and released on 02 march 2016. Expiration date: 2021-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of left hip and groin pain. The cause of the pain is unknown at this time. The surgeon revised the head. The surgery was completed successfully. X-rays are available and explants are not available.